Event description:
Received info stating pt was experiencing high bg's.

Manufacturer narrative:
During further troubleshooting it was identified pt changes cartridge past it's recommended time. Pt has acknowledged and will begin to change her cartridge tubing and site every 3 days.